Event description:
It was reported that a receiver power occurred. On (B)(6) 2025, it was reported that the patient became disoriented and started undressing herself subconsciously. The patient's boyfriend called emergency medical services (ems), and the patient was brought to the cardiac care unit (ccu). At the emergency room (ER), the patient¿s bg level was 819 mg/dl. The patient reported that the cgm receiver was ¿blank¿ and ¿would not turn on¿. Therefore, she was not receiving any cgm values. It was not specified when the patient became aware of the receiver¿s power issue. The patient was treated with IV insulin, carvedilol, and januvia. The patient was discharged after 3 days. The patient was "weak but feeling okay" at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.